Event description:
The account stated that the nurse call is not working.

Manufacturer narrative:
The technician isolated the issue to the sidecom cable. He replaced the sidecom cable to repair the bed.